Event description:
This device was returned for service with a report of a defective lock mechanism. During the service inspection the technician discovered that the syringe pusher block was able to move freely from the screw that drives it. In this state the movement from the pump's motor is not transferred to the syringe which could result in a non-delivery of medication if it were to occur during clinical use. There was no report of any non-delivery situation from the facility that returned the device for repair.